Event description:
A scan error message was reported with the adc device and customer was unable to obtain readings. As a result, on (B)(6) 2023 at 6:00 a.m. The customer experienced seizure and was able to self-treat with "2 pills each for cramps". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan error message was reported with the adc device and customer was unable to obtain readings. As a result, on (B)(6) 2023 at 6:00 a.m. The customer experienced seizure and was able to self-treat with "2 pills each for cramps". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction for 2954323-2023-16793.

Event description:
A scan error message was reported with the adc device and customer was unable to obtain readings. As a result, on (B)(6) 2023 at 6:00 a.m. The customer experienced seizure and was able to self-treat with "2 pills each for cramps". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.